Event description:
The customer reported that on 9/25/97 vasoseal was used in the right groin following a diagnostic catheterization procedure. During deployment of the second collagen plug the sheath separated from the hub. The sheath was removed from the pt's tissue tract and the first plug remained at arterial site. Manual pressure was held and the pt was admitted to hosp overnight for observation and discharged the next day.